Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was intermittently flickering and "acting erratically". The customer mentioned that the pump had been subjected to x-ray radiation in the past. Tandem technical support advised the customer to not subject the pump to such radiation; customer acknowledged. The customer's blood glucose level was 83 mg/dl. Customer would continue to use the pump for insulin therapy.